Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported on (B)(6) 2020 a "check sensor" message with the freestyle libre sensor. On (B)(6) 2020, the customer reported that due to not receiving replacement sensor for this issue, he experienced an adverse event. The customer reported that due to lack of glucose monitoring, the customer had to go to the hospital where he was diagnosed with hyperglycemia, treated with insulin, and monitored. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage observed, on the returned sensor patch, but the sensor plug was visibly not properly seated. The sensor was found to be in sensor state 1, indicating storage state. Therefore, the issue is not confirmed to use, due to plug not properly seated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
A customer reported on (B)(6) 2020, a "check sensor" message with the freestyle libre sensor. On (B)(6) 2020, the customer reported that, due to not receiving replacement sensor for this issue, he experienced an adverse event. The customer reported that, due to lack of glucose monitoring, the customer had to go to the hospital. Where he was diagnosed with hyperglycemia, treated with insulin, and monitored. There was no report of death or permanent injury associated with this event.